Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified the instrument temperature and alignments and replaced probes, ultrasonic boards and transducers. The cse ran a system check and quality controls, which were within range. During follow-up with the customer, the customer stated there were no instrument issues after the service visit. The cause of the discordant, falsely low alt result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low alanine aminotransferase (alt) result was obtained on one patient sample upon repeat testing on a dimension exl w/lm instrument. The initial result from the sample was high and the laboratory repeated the sample, which resulted lower. The customer stated that the sample was short-sampled during the repeat test, causing the falsely low result. The customer considered the initial result to be correct and reported the initial result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant alt result.